Manufacturer narrative:
The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted video file, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult aspiration through the groshong catheter was confirmed; however, the root cause could not be determined from assessment of the provided video. The video demonstrated what appeared to be difficulty with fluid flow and aspiration. No physical sample was available and insufficient evidence was seen in that video to determine the root cause of the event. A review of the manufacture records associated with the provided lot number found no potential cause identified during product manufacture. Should the physical sample be returned at a later time, this investigation will be updated. This event will be recorded for future trending and monitoring of this complaint type. A lot history review (lhr) of redx0973 showed four other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported that when evaluating the catheter, the valve was unable to be opened successfully, making it difficult to aspirate. And great resistance was met during injection. (B)(6) 2022 - the returned device exhibited difficulty with fluid flow.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of failure to aspirate was confirmed but the exact cause was unknown. The product returned for evaluation was one 4fr s/l groshong nxt catheter. The catheter was received with the stiffening stylet inlaid within the device. Microscopic examination of the valve cut was unremarkable and the valve length was measured to be within specification. No potential cause for valve malfunction was observed during microscopic examination. Repeated functional flow tests of the catheter concluded that the groshong valve did not open for aspiration as intended. Infusion tests were successful but the catheter would not aspirate. Following initial valve aspiration testing, the valve was re-lubricated with silicone oil and additional aspiration testing confirmed aspiration. Because application of silicone lubricant established proper valve function, it is reasonable to conclude that a lack of lubricant contributed to the reported event. It is unknown if the lubricant applied during manufacture was affected by the clinical procedure or if the lubricant was affected prior to attempted device use. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that when evaluating the catheter, the valve was unable to be opened successfully, making it difficult to aspirate. And great resistance was met during injection. 06/24/2022 - the returned device exhibited difficulty with fluid flow.